Manufacturer narrative:
Under their physician's care, neither the patient nor the healthcare provider recorded the sinus pause with a press of the event button to mark the ECG recording as instructed in the labeling and system design. An event button press would have identified the region of the ECG recording and provide the certified cardiographic technician details of the event and report the missed sinus pause.

Event description:
Under physician care, the patient experienced a sinus pause that was not identified in the ECG report provided to the physician for interpretation and patient diagnosis. The sinus pause was caused by the patient's underlying health condition.